Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on two (2) units of an oxiris s set during priming. The treatment was completed with a third set without any issues noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection observed fluid leakage from the dialysate pump segment. The dialysate pump segment was damaged (holed) on the part that was glued with the support plate. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.